Event description:
The customer reported the ventilator was alarming due to a pressure sensor failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As reported, both pressure sensor may have failed which may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. During evaluation, the manufacturers service technician reported a loose connection between the data acquisition board and the data acquisition/motor controller cable. The service technician reported the connector on the cable was damaged. Device service is pending completion.

Manufacturer narrative:
Supplemental report

Event description:
The service technician confirmed a connection failure between the data acquisition pcb board and the motor controller pcb cable. The service technician replaced the cable to address the finding. Applicable testing was completed to operating specifications.